Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-05262/05266).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on november 5, 2013 due to patient allegations of pain, fluid, and necrotic tissue. A review of the invoice history confirmed both surgery dates and that the acetabular cup, taper liner and modular head were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components."

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, fluid, and necrotic tissue. A review of the invoice history confirmed both surgery dates and that the acetabular cup, taper liner and modular head were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to pain, difficulty ambulating, elevated metal ion levels and an MRI indicating a fluid collection. Revision operative report noted the presence of necrotic tissue, grey necrotic anterior abductor and trochanteric bursa, defect in the anterior abductor, a fluid collection and corrosion. The modular head, acetabular cup and liner were removed and replaced with a competitor's acetabular system and a biomet head.